Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided; however, it was not relevant to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3/ s3u/ s3ur thv with commander delivery system IFU as well as the device preparation and procedural manual's were reviewed. The device preparation manual notes 'caution: the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer sealing skirt) of the thv should be oriented distally towards the tapered tip'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.'. The complaint for incorrectly oriented thv implanted was confirmed based on available information to date. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per training manuals/IFU, 'verify correct thv orientation with the inflow (outer sealing skirt) of the thv oriented distally towards the tapered tip', 'the physician must verify correct orientation of the valve prior to its implantation', 'have operating physician verify correct orientation of thv inside the loader', 'the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer sealing skirt) of the thv should be oriented distally towards the tapered tip'. In this case, the valve was improperly oriented and crimped onto the delivery system by the site technician during device preparation. A procedural oversight then occurred, as the physician failed to identify this incorrect thv orientation before deployment. As such, available information suggests that procedural factors (failure to follow instruction, failure to identify incorrect orientation of thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was prepped backwards with the skirt in the wrong direction. The fcs was asked to help teach a technician (tech) to prepare and crimp the valve during this case. This tech had done so in the past but very few and not very often. At the point where the tech was pre-crimping and then putting the valve in the qual crimp, the fcs coached them on the appropriate direction to put it into the crimper followed by the delivery system. They failed to observe the valve being crimped onto the delivery system in the right direction. The team asked the operator for a valve skirt check but failed to hear a verbal confirmation and assumed confirmation wrongfully and proceeded to final crimp. The team did not catch the valve's skirt being in the wrong direction and it was inserted into the body. Implant depth was discussed with the physician as he was positioning the valve, however they still did not realize the valve was backward until it was deployed. The physician immediately noticed it was upside down and called for a second valve to be prepared, in which the fcs did the preparation themself. The second valve was deployed at the same depth, in the same position successfully. The patient's pressures and heart rate recovered post implant and left the room in stable condition. The physician reported 4 hours post procedurally that the patient was walking around their room, eating, and in good spirits and was on track to be discharged next day.